Manufacturer narrative:
A replacement power supply was sent to the customer. Attempts to follow up with customer are ongoing and unsuccessful. The original product was not received at the time of this report. Should additional information or the original product be received resulting in new, changed, or corrected information, a follow up report will be filed at that time. The cause of the breach in the rev n transformer has not been determined at this time. It is currently being investigated under (B)(4).

Event description:
The customer reported that the housing for her pump in style power adapter fell apart, which is a safety risk.